Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The loss of communication reported in the field was verified in the laboratory and was due to low battery voltage. With a replacement battery, device function was normal. No high current sources were observed and the power consumption of the device was measured and found to be normal. The battery was sent to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the battery depletion. .

Event description:
It was reported that the device was in back-up vvi mode. The patient was admitted to the hospital. The device could be interrogated, but the battery voltage was low. Review of egms showed noise on the rv lead. It was undetermined whether noise was due to low battery or lead damage.